Event description:
General report received from an international affiliate (argentina) of an unspecified number of undocumented incidents of air noted in the tubing set distal to the cassette. The report states, "air bubbles are generated in the tubing below the cassette." Reportedly, "nurses have eliminated the air bubbles from the tubing manually. They hit the tubing to make bubbles move up through the tubing." Upon further query the following info was provided: the events occurred in the intensive care unit when the tubing sets were being used with plum pumps to deliver various medications at rates between 0.5 ml/hr and 2ml/hr. The air was noted at the bonded area of the cassette outlet. Reportedly, "although pts were connected to the pumps when air appeared, there were not any consequences for pts because nurses eliminated the bubbles from tubing manually." Though requested, no add'l info was provided.